Event description:
It was reported that during a right atrial flutter (r-afl) procedure, no atrial or ventricular activity was noticed after ablating. The reporter stated that this condition was noticed and confirmed by the flat line displayed on the bs electrocardiograms. Pacing of the heart took place through the coronary sinus and the atrioventricular node appeared to be recovered. However, the reporter was not sure if the sino-atrial (sa) node was recovered or not. The reporter believed that a temporary pacemaker and atropine were given to the patient. The status of the patient was unknown at the time of the event, however, a follow up call was received from the clinical specialist same day of the event and it was stated that the patient was recovered. Three attempts were performed to obtain detailed information regarding the event with no success.

Manufacturer narrative:
Product analysis investigation could not be conducted since the catheter was disposed by the customer. No DHR was performed because lot number was not provided by the customer. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Stockert 70 system us catalog #: s7001, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: (B)(4). (B)(4).